Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed. The images document that the stent was placed in the sfa but no stent fracture could be identified. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. The stent was found to be occluded six months post implantation and the patient was treated with an additional pta which may be another contributing factor to an alleged stent fracture. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." The IFU sufficiently describes the correct application of the device. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. Updated/corrected "event description". Updated "eval code & desc - (B)(4)".

Event description:
It was reported that the vascular stent was found to be fractured 12 months post placement in the sfa. No further treatment was necessary. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was found to be fractured 12 months post placement in the sfa. The stent was found to be elongated +3.1 %. No further treatment was necessary. There was no reported patient injury.